Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that they were unable to test due to his adc freestyle libre reader turning on with a button press but not with test strip insertion. The customer experienced " astenie and somnolence", requiring treatment of oral jam provided by the health care professional. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that they were unable to test due to his adc freestyle libre reader turning on with a button press but not with test strip insertion. The customer experienced " astenie and somnolence", requiring treatment of oral jam provided by the health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.